Event description:
This valve was explanted due to endocarditis. According to the op report, at explant, a "pannus-like" vegetation was observed to cover most of the atrial surface of the valve, and there was a corresponding abscess in the posterior annulus. Cultures showed no growth and gram stain was negative. This valve was replaced with sjm 25mj-501.